Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during the initial drain cycle of their automated peritoneal dialysis therapy. Reportedly, the home patient was using three patient extension lines which were not connected to the standard homechoice set until after the prime cycle had already been completed. Baxter's technical service center assisted the home patient in ending therapy early. Therapy was completed by setting up with new supplies. Per the home patient, no patient injury or medical intervention was associated with this incident.